Event description:
The anesthesia department reported the extension set stopcock is cracking and leaking and in some instances they completely fall off. No pt harm or medical intervention required. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been returned. A f/u report will be submitted with failure investigation results should the set be received for eval.